Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 202023. The patient experienced inaccurate cgm values which occurred the day the sensor had been inserted in an undocumented location. The cgm was alerting high, the reading was 400 mg/dl, and the patient did not check the bg. The patient experienced malaise. The patient could not recall whether she self-treated the symptomatic high reading. She thought insulin was administered via her omnipod pump, but she was not 100 percent sure. The patient was transported to the hospital by ambulance with her parents. In the emergency department (ER), the bg was 1,160 mg/dl by blood test while the cgm was 400 mg/dl. The patient was admitted to the hospital and treated with an insulin drip. There was no documentation of further medical evaluation or intervention for symptomatic hyperglycemia. At the time of the call, it was mentioned patient got discharged on 12/16/2023 and that the patient felt normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to being transported to the hospital. The reported glucose values fall within the b zone of the parkes error grid when the patient arrives in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.